Manufacturer narrative:
The investigation of automated impella controller (aic) - pump stop has been completed. The pump was being used continuously for 18 days, and then on the complaint date, the console displayed ¿impella stopped (mechanical/electrical issue) ¿ alarm¿. This confirmed the reported failure mode. The real time log showed that the pump flow dropped to zero, and the motor current spiked above 30000. Though the user tried restarting the pump several times, it was unsuccessful. This console was tested and was unable to reproduce the reported failure mode upon running the optical test pump for four hours. No hardware issue related to the reported failure mode was found on the console.

Manufacturer narrative:
The automated impella controller was returned, and an evaluation is underway. Upon investigation closure, a supplemental manufacturer device report will be filed. This is one of two medical device reports associated with this event. Refer to manufacturing report number 1220648-2024-24878 for the associated impella 5.5 pump.

Event description:
The user facility reported a patient with cardiogenic shock from an acute myocardial infarction was implanted with an impella 5.5 device for mechanical circulatory support (mcs) and during support, the pump stopped with automated impella controller (aic) failure alarms. Prior to the pump stop, the patient was in the process of being weaned off the impella 5.5 mcs and was down to support level p-3 on day 18 of support with plans for removal of the device later in the said week. However, the following morning, a pump stop alarm with aic failure alarms was triggered. The physician along with the heart failure team decided that there was time to obtain another aic and restart the pump after the pump stop troubleshooting. Therefore, the impella 5.5 pump was pulled to the ascending aorta, and cardiothoracic surgery was called for removal of the impella 5.5 device. It was reported that the pump removal went well and the patient remained stable during the event, and the patient was noted to be stable, as well, following the event.